Manufacturer narrative:
(B)(6). The user facility submitted a medwatch report for this event: mw5089539. The lot was manufactured between march 29, 2019 and march 31, 2019. One (1) sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was identified at the spike port cap. The reported condition was verified. The cause of the condition could not be determined. The remaining six (6) devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) units of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This issue was identified during setup prior to patient use. There was no patient involvement. No additional information is available.